Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said when they had their first ins put in 10 years ago (implant date was (B)(6) 2007), it didn't really work so they never charged it. Pt said it did not work since the day they had it implanted. The pt then said they had their ins replaced in (B)(6) 2019.